Manufacturer narrative:
The suspect system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect power switching board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the system control and power switching boards due to observing a shutdown initiation in preliminary log analysis. The imaging system then passed the system checkout and was found to be fully functional. The suspect system control and power switching board have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, when attempting to acquire a 3d spin during a spinal fusion, the imaging system shut down unexpectedly. Restarting the system resolved the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.